Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a stent's partial deployment. Block h11: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual inspection was performed and found the stent was fully expanded. No damages were noted to the stent. Product analysis did not confirm the reported event of stent partially deployed. Taking all available information into account, there is no confirmation of what was reported as the stent was returned fully deployed, and the device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific that an ultraflex tracheobronchial covered distal stent was to be implanted in the left main trachea to treat a malignant 1 cm in length and 1cm in diameter tracheoesophageal fistula during an airway stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed even after continually pulling the stent deployment suture. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a stent's partial deployment..

Event description:
It was reported to boston scientific that an ultraflex tracheobronchial covered distal stent was to be implanted in the left main trachea to treat a malignant 1 cm in length and 1cm in diameter tracheoesophageal fistula during an airway stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed even after continually pulling the stent deployment suture. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific that an ultraflex tracheobronchial covered distal stent was to be implanted in the left main trachea to treat a malignant 1 cm in length and 1cm in diameter tracheoesophageal fistula during an airway stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be deployed even after continually pulling the stent deployment suture. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event, and the patient's condition after the procedure was reported to be stable. ***additional information received on june 25, 2024*** it was reported that the physician deployed the stent outside the patient.

Manufacturer narrative:
Block b5 has been updated with the additional information received on june 25, 2024. Block h6: imdrf device code a15 captures the reportable event of a stent's partial deployment. Block h11: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. Visual inspection was performed and found the stent was fully expanded. No damages were noted to the stent. Product analysis did not confirm the reported event of stent partially deployed. Taking all available information into account, there is no confirmation of what was reported as the stent was returned fully deployed, and the device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.